Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that there was no information on the histograms. The implant detection needs to be manually turned off. The device is still in use. No patient complications have been reported as a result of this event.